Event description:
Same case as MDR ID# 2134265-2011-06082. It was reported that during a rotational atherectomy procedure the patient expired. The lesion was located in the ¿da¿ coronary artery and was reported as severe with a high percentage of stenosis. The patient received plavix treatment, and heparin treatment during the procedure. The rotawire guide was introduced in the artery with some resistance to cross the lesion due to high severity. The rotalink plus 1.5 device was used to treat the lesion. The burr was placed at the lesion point, and a successful rotational atherectomy procedure was performed for approximately 10 seconds. A problem was noticed when the burr was then attempted to advance through the most severe area of the lesion. It was noticed that the burr had difficulties to be passed through the lesion. The burr could be successfully removed with dynaglide technique. Then an occlusion of the artery was noticed at the point of the most severe part of the lesion. The rotawire was replaced by another non-bsc guide, and some unsuccessful attempts to resolve the occlusion was performed with non-bsc balloons. The patient status was shock at this point of the procedure, and he expired.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2011-06082. It was reported that during a rotational atherectomy procedure, the patient expired. The lesion was located in the "da" coronary artery and was reported as severe with a high percentage of stenosis. The patient received plavix treatment, and heparin treatment during the procedure. The rotawire guide was introduced in the artery with some resistance to cross the lesion due to high severity. The rotalink plus 1.5 device was used to treat the lesion. The burr was placed at the lesion point, and a successful rotational atherectomy procedure was performed for approximately 10 seconds. A problem was noticed when the burr was then attempted to advance through the most severe area of the lesion. It was noticed that the burr had difficulties to be passed through the lesion. The burr could be successfully removed with dynaglide technique. Then an occlusion of the artery was noticed at the point of the most severe part of the lesion. The rotawire was replaced by another non-bsc guide, and some unsuccessful attempts to resolve the occlusion was performed with non-bsc balloons. The patient status was shock at this point of the procedure, and he expired.

Manufacturer narrative:
Correction - manufacturer name corrected from boston scientific - (B)(4).